Event description:
The patient reported that her infusion set adhesive has not been sticking to her body as well as it used to. She stated that 3 of her infusion sets have fallen off in the past 10 days. She stated that she uses her abdomen as an infusion site and she rotates the area often because "the area is sore". She stated that she was advised by her nurse only to use the area of her abdomen under her navel for insertion sites. The patient was educated on proper infusion site rotation and the different insertion sites she can use. She was advised to contact her physician for advice. The patient stated that in 2007, she had been vomiting all day and thought she had a virus and she had not been checking her blood glucose. Her husband drove her to the hospital and her blood glucose measured over 600 mg/dl when she was admitted. The patient then discovered that the adhesive of her infusion set was loose and her infusion set was not inserted in her abdomen. She was connected to an insulin drip to lower her blood glucose. At the time of the report the patient stated that she was still recovering and was able to return to work eleven months later. The patient was not available for follow up. No product was available for return.

Manufacturer narrative:
No product will be returned for evaluation.